Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) only 15 percent battery life remaining was observed. It was noted that the patient had three appropriately treated episodes in the last month and the ventricular tachycardia (vt) was converted. Review of the remote home monitoring system found that less than one month earlier the battery status indicated 67 percent remaining battery life. Engineering analysis of the data stored in the s-ICD's memory confirmed the battery was depleting earlier than expected and suggested device replacement. Subsequently the s-ICD was explanted and replaced. No additional adverse patient effects were reported.